Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping sensations and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping sensations and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec'd 8/27/14 - sales rep reported revision surgery. Patient was revised to address pain. The hole eliminator is now being added to the complaint. The complaint was updated on: 9/8/14. Update rec'd 9/4/2014 - litigation papers received. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary